Manufacturer narrative:
Product analysis: analysis noted that the programmer was missing a stylus, the lower case was damaged, the power cord bay was damaged, the back of the display cover was damaged, both lower bullet were missing, the display bezel was damaged, and the touchscreen was out of calibration. All broken and missing parts were replaced. The touchscreen connector was cleaned, reseated, and then calibrated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned with no information subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.